Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information via social media alleging their daughter died and had been using the ventilator machine for life - sustaining therapy. The patient's mother is requesting a commonsense check for the death of her daughter. She alleged that she witnessing her daughter using the ventilator machine, that she is alleging caused the death of her daughter. The patient's mother reported she seen a lawyer on television about the ventilator recall and possible settlement. So, she contacted philips to request a check be mailed to her due to justice for her daughter. The patient passed away at the hospital. Currently we are unable to obtain additional information due to lack of customer contact information and legal involvement in this case. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. Although exposure to particulates and vocs could potentially result in mild to moderate respiratory irritation, it would not be to the degree of serious harm/injury or death. Therefore, based on available information the reported the death is assessed as not related to the device in this case. H3 other text: device not returned to manufacture.